Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are intermittently responding to user inputs during testing . There was evidence of keypad adhesive found under the key contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. Furthermore, there was no adverse event associated with this complaint.